Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.

Event description:
Customer reported that several times the tube of the infusion set was separated from the connector. No adverse event reported. Device not available for return.